Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, after intraocular lens (iol) implantation surgery, on (B)(6) 2025, the patient was found to have a dislocated intraocular lens (iol) and a retinal detachment during the one-week post-operative visit. The patient was referred to a retina specialist. The visual acuity prognosis was discussed as unclear. The macula-off retinal detachment was surgically repaired on (B)(6) 2025. On (B)(6) 2025, the surgeon noted pupil capture and a dislocated iol. Surgical intervention was planned for synechiae release and iol repositioning if the haptics were in the bag or if unable to position complete lens in bag, an iol exchange was suggested to be performed. The lens was explanted and replaced with different model and diopter company lens in a secondary procedure on (B)(6) 2025. Additional information was requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6., and h.11. The product was returned for analysis. Iol (intraocular lens) was received cut in a half attached to a piece of paper inside a plastic bag. Solution is dried on the iol. No device returned. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).